Manufacturer narrative:
H3: device evaluation lens was returned in a micro-centrifuge vial with moisture on the lens. Visual inspection found no visible damage to the lens. Claim#: (B)(4).

Manufacturer narrative:
B5: the lens was explanted on (B)(6) 2020. The lens was exchanged for a longer lens and the problem was resolved. The patient is happy. Claim # (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s., but not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens, -11.50/+3.0/094 (sphere/cylinder/axis), in the patients left eye (os) on (B)(6) 2020. The lens was reported as having low vaulting, with lens rotation and patient experienced a refractive surprise. The lens remained implanted. The cause of the event was unknown.